Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The rptr stated that he did back to back blood glucose tests, within 10 mins, using defferent fingersticks. He stated that he rec'd results of 76 and 39 mg/dl. He said that he did not have any symptoms.